Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Additionally, the fse also viewed the diagnostic logs and found no electrical test failures or any major error codes. The iabp operated as intended and was released for clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an optical sensor module failure. No patient harm, serious injury or adverse event was reported.